Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), there was the possibility that this phenomenon was attributed to the unexpectedly high temperature inside the subject device due to the cooling fan failure, which might be caused by the aging deterioration for long-term use because the subject device had been used more than thirteen years since manufacturing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the emergency lamp of the subject device lit up instead of the examination lamp. The field service engineer of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and that the cooling fan of the subject device had failure. Then, when the cooling fan was replaced to a new one, the subject device functioned without any problems. There was no report of patient injury associated with this event.